Event description:
A customer observed multiple, lower than expected, vitros valp quality control results on a vitros 5, 1 fs chemistry system. The following results were obtained: vitros tdm lot n2096 = <10.0, 15.6 vs. An expected result = 28.1 ug/ml; vitros tdm lot u2416 = 87.8, 85.2 vs. An expected result = 110.7 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that vitros valp results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected, vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. Expected vitros valp performance was obtained using the same reagent lot. An unidentified reagent issue cannot be ruled out as a contributing factor. There was no evidence that an instrument related issue contributed to the event.